Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that a patient presented with sensitivity to light both indoors and outdoors in both eyes approximately three weeks post lasik. The patient was noted to have transient light sensitivity (tls) and trace conjunctiva injection in both eyes. The patient was started on difluprednate and will follow up at a later date. There are two medical device reports associated with this event. This report is for the left eye. Additional information provided states that the patient's symptoms have resolved and will continue the artificial topical eye drops.